Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was unresponsive. During troubleshooting, the pump battery does not charge, despite the use of multiple usb cables and wall adapters. Customer¿s blood glucose was 300 mg/dl. Customer reverted to a backup pump and insulin pens for insulin therapy.